Event description:
Reporter indicated a vns patient had increased seizures above pre-vns baseline levels for the previous two months. Vns diagnostics were within normal limits and the vns generator was not at end of service. The pt has been scheduled for prophylactic vns generator replacement surgery on (B)(6) 2010. Attempts for further info are in progress.